Event description:
It was reported the pt had shoulder surgery and a month following this surgery, her stimulation changed. The pt experienced a lack of effect with belly stimulation. Reprogramming was attempted, but the pt was not satisfied with the results. X-rays showed the lead had moved slightly. The pt was scheduled for a lead revision, although the hcp opted to replace the lead. The lead was moved into place with good intraoperatively stimulation to both legs. In recovery, impedance readings were all over 10,000 ohms. The pt was taken back to surgery to make sure "everything looked good." When the pt was put in a prone position, impedance readings were all normal. The pt was brought back to recovery and impedance readings were once again all over 10,000 ohms. It was decided to wait for a few weeks to allow the pt to heal before checking impedance again. The device was turned on at a later date resulting once again in very painful "belly" stimulation. All impedance readings were within normal ranges. The hcp and pt ultimately decided to explant the entire system. It was unclear if the system had been explanted yet. No further outcome was reported. A follow-up report will be submitted if additional info becomes available.